Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of reported balloon catheter 2af284 lot number 75189 showed the device was intact with no apparent issues. The balloon catheter passed the performance test and electrical integrity as per specification. Additionally, the impedance was also within specification, and inflations were sustained for more than two minutes. However, the dissection test showed a guide wire lumen kink inside the balloon at 1.3 inches from the tip. In conclusion, the reported issue (shaft kink) was confirmed through product testing. The reported balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, a kink was noted on the balloon catheter shaft before it was inserted into the patient. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.